Manufacturer narrative:
Awaiting information from customer. Results pending investigation.

Event description:
On (B)(6) 2021: patient presented to facility for an unspecified reason. A patient urine specimen collected and tested at 10:57 on the cardinal health rapid test hcg combo cassette kit and a negative result was obtained. A confirmation serum quant hcg was performed at 13:26 and a positive result of 134,407 miu/ml was obtained. Although the reason the patient presented to the facility is unknown, the customer states no adverse events occurred, the event did not lead to an incorrect medical procedure, no treatment was provided based on the false negative result and there was no delay in medical treatment or procedure.

Event description:
Although the reason the patient presented to the facility is unknown, and the customer did not clarify what type of surgery was going to be performed, customer confirms it was an elective procedure.

Manufacturer narrative:
Update to b5: additional information regarding surgery. Update to d4: UDI added. Investigation conclusion: retained devices from the reported lot number were tested with cut-off controls (20 miu/ml) and high-hcg clinical urine samples (208.5-222.1 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.